Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last few months. A battery depletion (bd) alert displayed and the device was beeping. Device data showed the device's power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This product has not been returned to boston scientific. As a result, analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. This report will be updated should additional information become available or if product analysis is completed.

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last few months. A battery depletion (bd) alert displayed and the device was beeping. Device data showed the device power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field that confirmed the device has been explanted and replaced successfully. There were no additional adverse patient effects reported. Device will be returned for analysis.

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last few months. A battery depletion (bd) alert displayed and the device was beeping. Device data showed the device power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field that confirmed the device has been explanted and replaced successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific. As a result, analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. This report will be updated should additional information become available or if product analysis is completed.